Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to hospital ten days post leadless implantable pulse generator (ipg) implant because they were experiencing symptoms of fever, chills, dry cough, dyspnea, hypotension, atrial tachycardia/atrial fibrillation (at/af) and thrombocytopenia. A transesophageal echocardiogram (tee) was performed which identified suspected vegetation on the tricuspid valve in the left fragment of a inactivated pacing lead. A computerized tomography (CT) angiogram confirmed the patient was suffering from bilateral subpleural effusions, pulmonary infiltrations and inflammation. A septic embolism was suspected. Blood cultures were taken, confirming the patient had enterococcus faecalis strain of bacteria. The patient was treated with intravenous (IV) antibiotics. The ipg remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless implantable pulse generator (ipg) was explanted and replaced with an epicardial ipg system.